Event description:
Reportedly, the subject programmer is defective: the screen flashes, changes colors and is difficult to read.

Event description:
Reportedly, the subject programmer is defective: the screen flashes, changes colors and is difficult to read.

Event description:
Reportedly, the subject programmer is defective: the screen flashes, changes colors and is difficult to read.